Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with a blood glucose reading greater than 600 mg/dl. It was stated that the customer's glucose meter was not linked to the insulin pump correctly, and she didn't know how much insulin to give herself. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.